Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read high; however, a bg value was not provided. A manual insulin injection was administered to address bg level. Ultimately, the pump successfully charged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.